Manufacturer narrative:
(B)(4). The date of the event onset was reported as ¿either (B)(6) 2015¿. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pediatric patient experienced a hernia coincident with automated peritoneal dialysis (apd) therapy. The cause of the hernia was not reported. A small hernia was diagnosed prior to the start of apd therapy. On an unknown date, the hernia worsened. Nine days prior to the receipt of this report, the patient was hospitalized. During hospitalization, the patient underwent a surgical procedure to repair the hernia, along with another unrelated medical procedure. Dianeal therapy remained ongoing; however, the physician decreased the patient's total pd volume. The following day, the patient was discharged from the hospital. At the time of this report, the patient had recovered. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history revealed no repetitive failures, no workmanship or process issues, and no similar complaints related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.